Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2021 and the cause of death was unknown. Due to patient privacy laws the hospital did not communicate patient outcome information. However, based on a review of the available patient¿s records and a request for patient outcome, there were no device issues at the time the patient was lost to follow up . It was reported that heartmate 3 left ventricular assist system, serial number (B)(6) , was not explanted and would not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away due to an unknown cause. Based on a review of available patient record and a request for patient outcome, there were no device issues at the time the patient was lost to follow up.